Event description:
It was reported by the materials analyst, to the distributor the device was used during an unknown procedure. It was reported the surgeon used the device the first time without difficulty. It would not fire afterward. No other info is known at this time.